Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) atrial amplitude remained at 0.8 milliamps (ma) despite adjustments made to the output rate during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) atrial amplitude remained at fixed range. It was determined at analysis that the epg failed the incoming functional test for atrial amplitude, atrial output recharge amplitude and atrial pace pulse noise. The hanger was broken. The keypad surface was compromised. The main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the external pulse generator (epg) atrial amplitude remained at 8.9 milliamps (ma).